Event description:
Customer reported chemotherapy solution leaking from the hard portion of the tubing that fits in the pump. Tubing was changed out and infusion restarted. There was no pt harm. Rptr noted vertical cracks were apparent on the pump insert where the leaking occurred. No add'l info was available.

Manufacturer narrative:
(B)(4). The set was not saved at the facility. Review of the lot history record did not identify any related quality issues during mfg.